Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The broken cable caused grips to not open or close properly. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding snapped cable was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument was re-evaluated by the failure analysis team. The instrument was found to have a broken distal pitch cable. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps had a snatched wire. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. The issue occurred when grasping the specimen. The instrument did not collide with any other instrument or tool during the procedure and was changed as soon as the snapped wire was noted. It was unknown if there were issues related to motion of grips or wrist, the surgeon could not confirm the affected movement. There were cables visibly protruding from the distal end of the instrument, no images are available for review.